Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect, cause was unknown. Customer's blood glucose (bg) was 44 mg/dl. Reportedly, assistance was required in obtaining food to address bg level. Customer consumed carbohydrates to address bg level. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.